Event description:
Her daughter was on the pump for 2 hours than she got seizures and her bg elevated. Her mom gave her 15 gr carbohydrate, plus some juice to counteract the problem, but the bg remained high. She believes that the pump over infused. Pump was new.